Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient¿s scs system was not providing adequate relief. As a result, the eon mini ipg was explanted on (B)(6) 2019.